Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy procedure, the universal converter was detached from the trocar and fell onto the ground. There was no patient injury. The physician used another trocar to complete the surgery. The current condition of the patient is stable. Medical intervention was not required. Surgical time was not extended. The device was tested prior to use.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. Pmv performed functional testing; the device passed an air leak test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. Pmv performed functional testing; the device passed an air leak test. If information is provided in the future, a supplemental report will be issued.